Event description:
Complainant alleged that while attempting to monitor a pt cia leads (age and gender unk) the device displayed a "system shutdown internal error occurred system reset required" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.